Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture explant surgery is planned for the future.

Event description:
Patient reported right side intracapsular rupture diagnosed by MRI. Device remains implanted.